Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that his onetouch ultra2 meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the inaccuracy issue began on (B)(6) 2016 late afternoon when he allegedly obtained a blood glucose result of 226mg/dl using the subject device compared to a reading 170mg/dl using a laboratory device, within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient manages his diabetes using insulin (self-adjusts) and reportedly increased his food and/or drink consumption on (B)(6) 2016 late afternoon in response to the reported issue. The patient claimed experiencing symptoms of shakiness and dizziness an unspecified amount of time after the alleged accuracy issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, the testing procedure was correct and the test strips were stored correctly and within expiry. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.